Manufacturer narrative:
Analysis found that the outer insulation of the is-1 connector leg was abraded as a result of friction to the ICD can. The reported noise could occur when the exposed metal of the sensing coil comes in contact with the ICD can. Electrical measurements found normal characteristics for the returned portion.

Event description:
It was reported that the lead exhibited noise regarded as vf. No inappropriate therapy was delivered.